Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Posterior lumbar discectomy, decompression, nerve root exploration, release, fusion and internal fixation for lumbar disc herniation. 2. Was there any intraoperative concurrent use of other products? Cefazolin sodium was used for anti-infection during and after surgery. During the operation, the posterior spinal screw-rod system was used to stabilize the spine and artificial bone at the same time, the drainage tube was drained, the biological polysaccharide flushing fluid was washed, and the absorbable suture was sewed. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 4. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically? Active bleeding. 5. Has any surgical or medical intervention been performed? Routine dressing change was performed every day. Exudate was taken for bacterial culture and pcr detection. Anti-infection regimen was adjusted. The wound exudate was still large. On (B)(6) 2024, the lesion was removed, perfused and drained. Anti-infection treatment was continued after operation. 6. What is physician¿s opinion as to the cause of or contributing factors to this event? Longer operation time, advanced age of patients, low immunity, poor nutritional status of patients, low protein. 7. What is the patient¿s current status? The patient was admitted due to "lumbar disc herniation" on (B)(6) 2024, and perfected relevant examinations and tests after admission. After surgical contraindications were excluded, the patient underwent posterior lumbar robot-assisted incision, decompression, fusion and internal fixation under general anesthesia on (B)(6) 2024, surgiflo and surgicel were used for hemostasis during the operation. The patient returned to the ward after surgery, and was given anti-infection, nutrition support and other treatments. On (B)(6) 2024, dressing change showed a large amount of dressing appearance exudation, uncovering the dressing showed a moderate amount of brown fluid exudation from the wound, and the incision healing was poor. Lesion debridement was performed and the wound healed and patient was discharged. 8. What is the users experience w/ surgicel and surgiflo hemostatic matrix? Normal. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unk. 2. Where was the surgicel used (on what tissue)? Unk. 3. How was the surgicel applied (what method)? Unk. 4. How much surgiflo was used during the procedure? Unk. 5. How much surgicel was used during the procedure? Unk. 6. Was surgiflo removed or left in the patient after hemostasis? Unk. 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative experience? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were cultures performed? If yes, results? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar discectomy, decompression, nerve root exploration, release, fusion and internal fixation for lumbar disc herniation procedure on (B)(6) 2024 and an absorbable hemostat device was used. The patient was admitted with lumbar disc herniation. After completing relevant examinations and testing, and excluding surgical contraindications, surgery was performed on the third day of admission. Fluid gelatin and absorbable hemostatic gauze were used during the surgery to stop bleeding. After the surgery, the patient returned to the ward safely and received treatment such as anti-infection and nutritional support. Ten days after the surgery, when the dressing was changed, a large amount of brown liquid appeared to be oozing out from the wound. When the dressing was removed, a moderate amount of brown liquid could be seen oozing out from the wound, indicating poor wound healing. Surgery was performed on the 21st day after surgery, and anti infection treatment was continued postoperatively. The wound healed and the patient was discharged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: 1. Were cultures performed? If yes, results? Unkn. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is physician¿s opinion as to the cause to this event? -- it's related to operation time, advanced age of patients, low immunity, poor nutritional status of patients, low protein this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.